Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "the needle broke off within the patient's skin after the insulin was injected. The patient went to the ER but the recover of the needle was not possible due to the size of the patient."

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.